Event description:
Related manufacturer reference number: 2017865-2022-13056. It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the leads, it was noted that there was decreased pacing lead impedance and noise on the right atrial (ra) lead. The right ventricular (rv) lead had multiple oversensing episodes on electrogram. Further observation with isometrics revealed ra lead non capture which led to pacing inhibition. The physician explanted and replaced both ra and rv leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of unspecified over sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.